Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had experienced presyncopal periods and palpitations. Noise was observed on the right ventricular lead. The lead was capped and replaced. The patient was noted to be in stable condition following the procedure.